Event description:
A cranial surgery for placement of initially intended 14 stereoelectroencephalography (sEEG) electrodes in the right temporal lobe was performed with the aid of the display by the Brainlab navigation software Alignment Software Cranial 2.0. Deviation of all 13 of the SEEG electrodes effectively placed with the aid of navigation was detected by the surgeon with a control scan at the end of the surgery after all placements were completed. According to the surgeon (treating clinician): The outcome of the surgery was successful as intended, with electrodes in an acceptable position, however 2.5 mm - 4.2mm parallel shifted to the planned trajectory. There was no actual harm nor negative effect to the patient due to the deviating placements, despite a direct (or increased) risk to harm a critical structure (e.g. blood vessels) due to the deviating placements. There was no prolong of the original surgery / anaesthesia reported (deviations were detected only afterwards). There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, H1: A risk to the patient's health could not be excluded for these specific circumstances, since electrodes were placed in a different path and location in the brain than anticipated and planned with the Brainlab navigation involved, despite according to the surgeon (treating clinician): Deviation of all 13 of the SEEG electrodes effectively placed with the aid of navigation was detected by the surgeon with a control scan at the end of the surgery after all placements were completed. The outcome of the surgery was successful as intended, with electrodes in an acceptable position, however 2.5 mm - 4.2mm parallel shifted to the planned trajectory. There was no actual harm nor negative effect to the patient due to the deviating placements, despite a direct (or increased) risk to harm a critical structure (e.g. blood vessels) due to the deviating placements. There was no prolong of the original surgery / anesthesia reported (deviations were detected only afterwards). There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. A comprehensive investigation by Brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation. H6, H7: A comprehensive investigation by Brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.